Manufacturer narrative:
(B)(4). This final / follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event. Additional information: products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. During the surgery, the instrument was found broken in the sterile instrument set. One of the two hooke's that graps around the oxford tibial implant was broken off. This event did occur during surgery. No impact to patient. Visual inspection of the instrument shows it is in good condition generally however the main body location tab has snapped off and is missing. The root cause of the reported event could not be determined. The fracture could be ascribed to expected wear and tear over time, over impaction of the instrument, over / under-tightening of the instrument against tibial trays, sub-optimal use during surgery, or a combination of all these factors. A review of the complaints database shows that we have received 38 reported events for instrument fracture problem for the same item number: 32-422097 prior to the reported event. The severity of the reported event and calculated occurrence for this complaint are in line with the risk file. The overall score is low risk health hazard evaluation hhe-2019-00134 has been raised to assess the risk of these instruments fracturing within the field. This hhe resulted in no field safety corrective action. There has been no higher severity event presented since this hhe was concluded, and the occurrence and risk remains within acceptable limits. Risk assessment: risk management report documents the estimated residual risk associated with the device within the reported event. During the surgery, the instrument was found broken in the sterile instrument set. One of the two hooke's that graps around the oxford tibial implant was broken off. This event did occur during surgery. No impact to patient. Visual inspection of the instrument shows it is in good condition generally however the main body location tab has snapped off and is missing. Assembly checks cannot be carried out as the location tab has broken off. The root cause of the reported event could not be determined. The fracture could be ascribed to expected wear and tear over time, over impaction of the instrument, over / under-tightening of the instrument against tibial trays, sub-optimal use during surgery, or a combination of all these factors. Results of device history record (mhr / DHR) review: a. Manufacturing dates: 01 july 2017. B. Non-conformances identified. C. The mhr related to the involved product has been reviewed, 1 ncr for rework was raised for assembly issue and the parts were accepted post rework. The product item: 32-422097, lot. No. Zb170701, has not been involved in any previous field actions. Health hazard evaluation hhe-2019-00134 has been raised to assess the risk of these instruments fracturing within the field. This hhe resulted in no field safety corrective action. There has been no higher severity event presented since this hhe was concluded, and the occurrence and risk remains within acceptable limits. No corrective or preventive action is considered necessary at this time. IFU and / or surgical procedure reference: the IFU provided with the compatible implants states intra-operative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement, and prior to surgery. The surgical technique for cementless implantation advises that the device is to be impacted by the toffee mallet and that the device is to release the tibial tray before the tray is fully seated within the patient bone. The reusable instrument lifespan manual instructs to look for fractures and surface damage during reprocessing. While loading instruments into their respective instrument cases after cleaning and prior to sterilization, reference the manual and follow the instructions below: 1. Instruments should be inspected for completeness and function. 2. Inspection includes: a. Checking instruments that form part of a larger assembly or assemble with mating components. B. Checking internal mechanisms such as o-rings, springs, and subcomponents, if the device is intended to be disassembled for proper reprocessing. C. Actuating moving parts such as hinges / joints and moveable features such as handles, ratcheting, couplings, and sliding parts. D. Inspecting for all forms of wear outlined in this manual. Op tech 0338.1-ous-en-rev1019- cemented and cementless surgical technique. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained for a period of the last 3 years prior to the notification date, being sept 2020. Sales (sept 2017 to sept 2020): (B)(4) units. Complaints search was conducted for events occurring between sept 2017 to sept 2020 for item: 32-422097. 38 complaints were identified for this item number including (B)(4). (B)(4). No corrective or preventive actions are deemed necessary at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the instrument was found broken in the sterile instrument set. One of the two hooke's that graps around the oxford tibial implant was broken off. No patient, user, or other stakeholder harm reported. No delay of the surgery was reported.

Manufacturer narrative:
(B)(4). This is a combined initial / final report. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms there was one assembly issue and it was accepted after rework in DHR-1 and also confirms no abnormalities or deviations reported in DHR-2. A review of the complaint database over the last 3 years has found 38 complaints with the item number 32-422097 including (B)(4). A health hazard evaluation determination (hhed-2019-00253) was completed resulting in a health hazard evaluation (hhe-2019-00134) being raised. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: risk management report documents the estimated residual risk associated with the device within the reported event. The root cause of this complaint could not be determined with the information provided to date. Therefore, a line relating to a specific hazard could not be selected for assessment. The reported event states instrument broken. The details of the reported event do not allege that there was any patient harm or delay to surgery. Therefore, the severity is considered s-1 (negligible) as per definitions within the severity table in the attached rmr. Ie-11604 and hhe-2019-00134 have previously been raised to address this issue. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 years prior to the notification date, being sept 2020. Sales (sept 2017 to sept 2020) = 90135 units. Complaints search was conducted for events occurring between sept 2017 to sept 2020 for item 32-422097. 38 complaints were identified for this item number including (B)(4). Therefore, the calculated occurrence rate is 38 in 90,135 or 1 in 2,372. This is considered an acceptable occurrence rate as per the rmf which estimates an acceptable occurrence rate of 3:occational (1:10,000 to 1:1,000) no corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that during the surgery, the instrument was found broken in the sterile instrument set. One of the two hooks that graps around the oxford tibial implant was broken off. No patient, user, or other stakeholder harm reported. No delay of the surgery was reported.